Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG electrodes on her back. The patient's doctor instructed her to remove the device for a few days to allow the skin to heal. The patient reported that she also applied (B)(6) to the area and that the irritation had healed.